Event description:
There is no update to the original description provided.

Manufacturer narrative:
Product evaluation: one impl tapered scr-v sbm 4. 7mm 4.5mm 10mm (tsvwb10) was returned for investigation. Visual evaluation of the as returned product identified signs of wear and fracturing at the collar. The product is too badly damaged to be accurately identified. No pre-existing conditions were noted. The reported product was located on tooth # 30 (universal) and used for an unknown period of time. The reported event could not be recreated due to the nature of the dental device and event (fracture). Also, according to the IFU, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. DHR review: DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review: a complaint history review by item number was conducted for the tsvwb10 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. Post market trend review: september post market trending was reviewed and there were no actionable events or corrective actions for the reported event (implant fracture) or product (tsvwb10). Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient's weight was not provided. Event date was not provided. Lot number was not provided. Implanted date was not provided. Explant date was not provided. Additional 510(k) numbers are k011028 and k013227. Manufacturer date is unknown.

Event description:
It was reported that the implant fractured and had to be removed. Patient will not return for additional appointment. Tooth #30.